Event description:
It was reported that during setup prior to a surgical procedure at the user facility the copper wires had come out from the wire body of the essx handpiece. Back-up equipment was utilized to conduct the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device is not available for evaluation as the product is being repaired locally in (B)(6); it is not possible to determine the cause of the reported malfunction without an evaluation of the device.